Event description:
Boston scientific received information that a red alert had been received regarding high impedance measurements with this right ventricular (rv) lead. Additionally, an inappropriate shock was delivered. A revision procedure was performed and the lead was found to be fractured due to clavicular crush. The lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.